Event description:
On 13 june 2024, it was reported by a sales representative via email that an ar-1588btb-2j tightrope ® ii btb with deploying suture was reported to have failed during use. This occurred on (B)(6) 2024 during an acl reconstruction. During step 3 of the btb tr2 technique the nitinol loop failed to pull the tightrope through the button despite leaving 3-4cm length. The case was completed successfully using another ar-1588btb-2j. There was case involvement.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.